Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the yaw pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional related observation(s) not reported by site: the instrument was found to have a broken monopolar yaw pulley at the posts. Broken piece(s) were missing as a result of breakage. The size of the missing piece measures approximately 6.16mm. The components surrounding the break did no exhibit damage that would have contributed to the broken yaw pulley. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause for the broken yaw pulley is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had a broken cable. The procedure was completed with no patient harm.